Event description:
It was reported that asymptomatic patient presented for follow up and upon device interrogation it was found that a device reset had occurred. It was also noted that a previous device reset had occurred two months prior. A software upgrade was performed and the device was reprogrammed to the previous settings. Patient had been scheduled for a generator change as the device was nearing eri. Device was replaced. Patient is fine.